Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 08f amplatzer trevisio intravascular delivery system was chosen for the procedure. During advancement of the occluder through the delivery system, great resistance was met inside the delivery system, as if something was blocking the passage of the prosthesis. A replacement 08f amplatzer trevisio intravascular delivery system was used to complete the procedure. In addition to this incident with the delivery system, it was indicated that the physician felt great roughness in the material of the amplatzer guidewire used. Portions of small wrinkles were observed on the guidewire after removal. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Event description:
It was reported that on (B)(6) 2024, a 17mm amplatzer septal occluder was chosen for implant, using 08f amplatzer trevisio intravascular delivery system. During advancement of the occluder through the delivery system, great resistance was met inside the delivery system, as if something was blocking the passage of the prosthesis. A replacement 08f amplatzer trevisio intravascular delivery system was used to complete the procedure. In addition to this incident with the delivery system, it was indicated that the physician felt great roughness in the material of the used amplatzer guidewire during preparation. The device was used with no further issues. However, portions of small wrinkles were observed on the guidewire after removal. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of material deformation (roughness/small wrinkle) of the guidewire was reported. A returned device inspection, to rule out any device-related causes, could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
An event of material deformation (roughness/small wrinkle) of the guidewire was confirmed. The returned guidewire appeared to exhibit what resembled coating damage (roughness); however, upon inspection, the observation was found to be within specifications. The device history record was reviewed to ensure that all manufacturing and inspection operations were completed and that the product met all required specifications. Based on the information received and returned device analysis, the reported material deformation (guidewire roughness) was found to be within specification and showed no signs of a manufacturing defect or anomaly that could have contributed to the reported event. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: component code: 4755 part/component/sub-assembly term not applicable. Type of investigation: 4114 device not returned. Investigation findings: 3221 no findings available.